Event description:
Information was received from a patient's representative regarding an external device.  The reason for call was that the controller said to call mdt and stopped working totally and would not go on at all. Caller said that the pt probably needed a new belt/recharger as well since the recharger wasn't locating the ins. Caller said that the pt has had problems sleeping since the issue had been going on. Caller said that the rep thought that they had a replacement for the pt, however they didn't. Caller said that they had been trying off and on for awhile to get through to ps, but they couldn't get through. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed that the controller powered on. Agent then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller confirmed seeing the controller light flashing green. Pt then came on the call. Pt said that their ins was dead and in the red. Pt said that when they were trying to recharge the ins, the controller kept displaying system problem rm04 and a software problem error message (further screen details asked/unknown). Pt said that in the controller port, by the connector on the left side there was plastic broken off and was being held on by one of the connectors. Pt said that the recharger cord going into the paddle felt like it was ready to get weaker.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) . Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight was received.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. H3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed corrosion damage to pcbs in unit as well as lcd/case broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.